Event description:
It was reported that the 7700 system had an intermittent error message during a case. The 7700 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc was replaced during the service call. The system was tested and found to be working as intended and put back into service.